Event description:
Patient presented back to the physician with cellulitis at the ipg incision area on (B)(6) 2021 following surgical removal of the inspire system on (B)(6) 2021. Testing showed staph infection. Physician admitted the patient to the hospital to treat the infection and performed surgery to remove damaged tissue to address the active infection. Infection is on-going.

Event description:
Physician reports that the infection has resolved.

Event description:
Patient presented to the physician with an injury unrelated to inspire at the ipg site. The site became infected, leading to an internal infection. Physician surgically removed inspire system to treat infection, resolving the issue.